Event description:
This event was captured based on literature review. It was reported that a prospective, non-randomized, multi-center, multi-national, monitored trial conducted at 12 hospitals in (B)(6) and 11 hospitals in (B)(6), identified a total of 325 patients who received unknown absolute pro stents and unknown omnilink elite stents implanted in trans-atlantic inter-society consensus (tasc) a/b and tasc c/d iliac lesions between july 2009 and september 2010. The 12-month primary patency rate was 92% in lesions treated with the omnilink elite stents and 96% in lesions treated with the absolute pro stents. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as one year from start of study. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the absolute pro .035 peripheral self expanding stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The omnilink elite referenced is being filed under a separate medwatch report.